Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. Symptoms reported include pain, irritation, swelling and a blood glucose level over 300 mg/dl. The patient sought medical attention (11 days after pod removal) from her general practitioner (gp); a sonogram was performed and she was prescribed doxycycline (100mg), to be taken twice daily for 10 days. Warm compresses at the site were also recommended and patient was referred to a surgeon. 12 days later, patient visited surgeon and another sonogram was performed but there was no need for surgery; surgeon only recommended patient continue with prescribed antibiotics. After 8 days of being on antibiotics, symptoms continued and patient's gp prescribed another round of doxycycline (100mg), to be taken twice daily for an additional 7 days.